Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient, subsequently the device was unable to charge for defibrillation. The customer advised that a backup device was available, however it unknown if it was used. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue, however the customer was unable to provide further details of the event or patient.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was unable to verify the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported boot issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient, subsequently the device was unable to charge for defibrillation. The customer advised that a backup device was available, however it unknown if it was used. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue, however the customer was unable to provide further details of the event or patient.

Manufacturer narrative:
Section d10 returned to manufacturer on, of supplemental 001 medwatch report indicates: blank section d10 returned to manufacturer on, of supplemental 001 medwatch report should indicate: (B)(6) 2019.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient, subsequently the device was unable to charge for defibrillation. The customer advised that a backup device was available, however it unknown if it was used. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue, however the customer was unable to provide further details of the event or patient.